Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy evo o2 device while a patient was using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted an error code, press sensor mismatch, was observed on the device's error log. The third-party service technician evaluated and determined there was no contamination in the airpath way, but the machine flow sensor had caused this issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for missing from the device. This was unrelated to the reportable issue. The internal battery was replaced due to the internal battery assessment failing for this device. This was unrelated to the reportable issue. The oxygen blending module (obm) harness and obm subassembly were replaced to address two error codes, event o2 regulation and event high o2 inlet pressure, that were observed on the device's error log. This was unrelated to the reportable issue. The device passed all final testing.